Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of not being able to feel stimulation was due to change to device programming when the battery was changed. The patient was supposed to meet with a manufacturer representative (rep). The issue was not yet resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt stated with the implant they have now, they do not feel it and do not know if it is working or not. Pt stated with the previous implant, they charged once a week but now, they have to charge every other day. With the previous implant, pt could tell a difference; they would feel sick if implant would "shut off". Caller stated that they have not charged the implant in about 4 months. Caller mentioned that they hurt their back in june and now they have new problems and "weirdness" and are needing an MRI. Caller mentioned they have tried steroids, muscle relaxers, and physical therapy. Pt stated they do not want to have another surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.